Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00x12mm promus element plus stent delivery system (sds) was advanced to the target lesion; however, during advancement the stent dislodged from the sds. The stent was crushed against the vessel wall with another promus element stent and the procedure was completed. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).